Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 32 mmol/l. The customer treated for high blood glucose with pen. Insulin pump had occlusions. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.